Event description:
Livanova deutschland received a report that a s5 roller pump 150, used as cardioplegia one (which had two tubes loaded into a single large pump head), stopped during procedure without giving any audible alarm or visual alert. The pump jam was noticed by a perfusionist at around 10:30 am, who resolved the issue immediately. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in sri lanka. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
From follow-up communications, it was learned that pump is currently in use with no further issue. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on the fact that no error was stored in the logs regarding overload of pump that are usually related to wrong tubing/foreign material in pump raceway/overocclusion and would have been expected in case of tubing jam, most likely the pump was already stopped by master pump, cardioplegia control and/or completed administration of dose when perfusionist noticed the tubing jam that was not yet at a level to cause overload. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H11: the analysis of the device log file was conducted. Analysis confirmed there is no error message regarding pump overload (most likely a ¿fault in motor controller¿ code 433 or 442 would have been stored) that should be displayed in case of tubing jam in the raceway. Most likely the user identified the issue before the pump could detect the overload. Around 10:30 (from 10:22 to 10:33) there are some pump stops due to stop of master arterial pump, cardioplegia control (pressure or bubble sensor on cardioplegia) and also due to reached administration of the set dose of cardioplegia; also a pump stop due to cover opening was stored (most likely when perfusionist re-set the tubing). Based on the fact that no error was stored in the logs regarding overload of pump that are usually related to wrong tubing/foreign material in pump raceway/overocclusion and would have been expected in case of tubing jam, most likely, the pump was already stopped when perfusionist noticed the tubing jam that, however, did not cause the overload. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.